Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was smoking. A field service engineer (fse) noted a burning smell from the pyxis machine, and pharmacy staff powered down the station. Upon arrival, an overheated solenoid odor was identified, and auxiliary drawer 2.2 was found stuck due to a solenoid frozen in the open position. The rear panel was removed, the solenoid was unscrewed to access the drawer, and both the solenoid and drawer controller board were replaced. Final testing was completed, the station was restarted, and customer confirmed the drawer was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit was smoking. However, there were no delays, adverse events or injuries reported based on this event.